Event description:
It was reported that during a ptca treatment procedure the bio ranger balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in a tortuous mid rca. The bio ranger balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.